Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, contamination from cigarette smoke and error codes were found. Foam particles were detected inside the blower kit. No other device problems were found. The device was scrapped.